Event description:
Customer reported experiencing high blood glucose readings. Customer's blood glucose reading at the time of the call was 421 mg/dl and has treated with a bolus. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. No delivery alarm was noted in the alarm history. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.